Event description:
It was reported that during a tibial angioplasty procedure a guide wire break occurred. The target lesion was located in the tibial artery. A 300cm v-14 controlwire short taper straight tip guidewire catheter was selected to advanced to the target lesion. The tip of the guidewire broke while they reshaped the wire outside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported.

Event description:
It was reported that during a tibial angioplasty procedure a guide wire break occurred. The target lesion was located in the tibial artery. A 300cm v-14 controlwire short taper straight tip guidewire catheter was selected to advanced to the target lesion. The tip of the guidewire broke while they reshaped the wire outside the patient's body. The procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned presented distal tip damaged and a segment of the tip was received separated, as part of overall visual revision. The visual inspection was performed and the device presents polymer coating peeled and kinked at 299.3 cm approx. From the proximal end to distal end. No evidence of fracture on the corewire were noted. All the outer diameters taken are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).